Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool while still attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 323 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connector on the display board. Moisture damage was noted on the electronic assembly or motor assembly.